Event description:
It was reported they wanted to touch base with them regarding issues they were had with bard's 15fr. Channel drain and they had another incident with same item 072229, lot ngkp4071. They called to the operating room end of case when the surgical team could not get either the right or left jp drain to hold suction. They could not visualize or hear a leak. They changed jp bulb the surgeon cut one drain twice and the other once reattaching the bulb and then they wrapped the drain tubing with a tegaderm which finally resulted in the jp bulbs maintaining suction. They believe the initial lot number was ngln219. For some reason, they had been unable to locate their picture.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.